Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 363 mg/dl while wearing the pod less than 1 hour. They tried to bolus and noticed bleeding. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site. The patient did not notice that the pink slide moved forward.